Manufacturer narrative:
Corrected data: d6: should be "(B)(6) 2018" in the initial MDR. Additional information: h6- work order search: no additional similar complaint type events within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Lens was returned dry, in small container. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault, glare/haloes and blurred vision. Prk, refractive treatment was also reported as a secondary intervention. It was reported that the exchange lens resolved the problem. At patients post op follow up visit " glare at night "and " s/p prk doing better, much better icl vault" was noted. In the reporters opinion the cause of this event was icl (high vault causing secondary aberrations, refractory to contact lens correction).